Event description:
Pt states that the pump was showing a blank screen. Pt's blood glucose level was reading between 400 and 600. He administered an insulin injection and his blood glucose level lowered 200 points only for it to elevate again. He administered another injection with no change. Pt had no discontinued use of the pump. Pt was taken to hosp with pain in his back and side. Pt was placed on injections in the hosp with controled blood glucose levels.